Event description:
There was an allegation of interference from medication affecting an elevated elecsys estradiol iii result from two cobas e 801 analytical units for one patient. The patient's result on (B)(6) 2026 from analyzer a was 3087 pmol/l, using reagent lot number 858578. The patient's result on (B)(6) 2026 from analyzer b was 3373 pmol/l, using reagent lot number 858578. The patient's result on (B)(6) 2026 was 1832 pmol/l, using reagent lot number 887565. It was not provided which analyzer this result was from. This sample was sent to another hospital that uses a siemens analyzer, and the result was 1782 pmol/l. The siemens result was comparable to the roche result.

Manufacturer narrative:
The cobas e 801 analytical unit a serial number is (B)(6). The cobas e 801 analytical unit b serial number is (B)(6). The patient sample has been requested for investigation. The investigation is ongoing.